Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead were found to exhibit damage during what's assumed to be a routine replacement procedure. The shocking and rate sensing portions of the lead exhibited seperation near the device header. The ICD was found to exhibit burn marks near the df negative connector. The system was replaced.